Event description:
It was reported that removal difficulty and catheter break occurred. The patient presented with venous thrombosis in the lower extremities. Angiojet solent omni catheter was used for percutaneous intravenous thrombolysis. After the catheter was exhausted and the power pulse was completed, angiography was performed after 20 seconds under thrombectomy mode which revealed that a part of the thrombus was removed but there was still residual thrombus. The physician withdrew the catheter followed by balloon dilation and then performed thrombectomy mode again. When the catheter was withdrawn to 6f sheath, the catheter was stuck and could not move. It was noted that the catheter was fractured during withdrawal from the patient. The physician replaced a new catheter sheath and dilated with balloon. The procedure was completed with another of same catheter. No patient complications were reported, and the patient status was stable.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that removal difficulty and catheter break occurred. The patient presented with venous thrombosis in the lower extremities. Angiojet solent omni catheter was used for percutaneous intravenous thrombolysis. After the catheter was exhausted and the power pulse was completed, angiography was performed after 20 seconds under thrombectomy mode which revealed that a part of the thrombus was removed but there was still residual thrombus. The physician withdrew the catheter followed by balloon dilation and then performed thrombectomy mode again. When the catheter was withdrawn to 6f sheath, the catheter was stuck and could not move. It was noted that the catheter was fractured during withdrawal from the patient. The physician replaced a new catheter sheath and dilated with balloon. The procedure was completed with another of same catheter. No patient complications were reported, and the patient status was stable. It was further reported that the catheter broke near the tip.

Manufacturer narrative:
D4 - lot number: updated to 0031999685. E1 - (B)(6).

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). E1 - initial reporter address 1: (B)(6). Device evaluated by MFR: the angiojet solent omni was returned for analysis visual examination revealed a shaft fracture and hypotube separation. Microscopic examination revealed a hypotube separation and shaft fracture was observed at 63.5cm from the tip.

Event description:
It was reported that removal difficulty and catheter break occurred. The patient presented with venous thrombosis in the lower extremities. Angiojet solent omni catheter was used for percutaneous intravenous thrombolysis. After the catheter was exhausted and the power pulse was completed, angiography was performed after 20seconds under thrombectomy mode which revealed that a part of the thrombus was removed but there was still residual thrombus. The physician withdrew the catheter followed by balloon dilation and then performed thrombectomy mode again. When the catheter was withdrawn to 6f sheath, the catheter was stuck and could not move. It was noted that the catheter was fractured during withdrawal from the patient. The physician replaced a new catheter sheath and dilated with balloon. The procedure was completed with another of same catheter. No patient complications were reported, and the patient status was stable. It was further reported that the catheter broke near the tip.